Manufacturer narrative:
Results: the first returned jet7 was stretched at approximately 129.0 cm from the hub. The catheter distal tip and marker band were ovalized. The total length of the jet7 was approximately 132.0 cm. Conclusions: evaluation of the first jet7 confirmed stretching on the distal shaft and revealed ovalization at the distal tip. If the device is forcefully manipulated against resistance, damages such as these may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. During functional testing, the device was flushed with bleach solution and the distal shaft did not expand. Evaluation of the second jet7 confirmed stretching on the distal shaft and revealed ovalization at the distal tip. If the device is forcefully manipulated against resistance, damages such as these may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. During functional testing, the device was flushed with bleach solution and the distal shaft expanded at the stretching location. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00033.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00033.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) and the right m1 segment of the middle cerebral artery (mca) using penumbra system jet 7 reperfusion catheters (jet7s). During the procedure, the physician completed one pass in the target vessel using the jet7, and it was then removed to be flushed. While flushing the jet7 on the back table, it expanded and became damaged at the distal end. The physician then opened another jet7, completed another pass, and removed it. While flushing the second jet7 on the back table, it also expanded and became damaged at the distal end. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.